Manufacturer narrative:
A maquet field service technician visited the facility, and evaluated the device. He removed the fuse cover in the power supply and the fuse fell out of the fuse holder. The clamp holding the fuse was spread. He tightened the clamping mechanism, reinserted the fuse, and ran electrical safety tests by checking resistance to ground. Electrical safety tests passed. The device was repaired and returned to service. The circuit board which includes the fuse holder had been replaced the previous week by maquet during a service visit. It appears the fst received a defective part, but was not able to see the defect during replacement. Maquet was not able to determine the reason for the damaged clamp.

Event description:
The customer reported that both lights shut off during a procedure in operating room 7. They wheeled in a portable light to continue with procedure. No injuries to patient were reported. (B)(4).